Manufacturer narrative:
(B)(4). The set is unknown and the sample availability is unknown. A batch review could not be performed as the lot number is unknown. Since the product code and lot number are unknown, a 510k number cannot be provided. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported an unknown quantity of unspecified IV sets, in which "the clear caps" were leaking. No patient involvement, injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore, the reported condition cannot be confirmed nor duplicated and an assignable cause cannot be provided. Baxter will continue to monitor similar reports to determine if further actions are required. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.